Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cord is frayed is due to cut on cable, lines showing on the image is due to a faulty charge coupled device. The issue traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the autoclavable camera head lines on the image, faulty charge-coupled device, along with a cut in the cable. There was no patient involvement.